Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported dropping the freestyle libre reader and being unable to test. Customer experienced symptoms described as stomach pain and vomiting, and was rushed to the hospital by her mother. At the hospital, a blood glucose result of 400 mg/dl was obtained on the hospital meter and customer was diagnosed with hyperglycemia and treated with insulin and intravenous fluids. No further information was provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported dropping the freestyle libre reader and being unable to test. Customer experienced symptoms described as stomach pain and vomiting, and was rushed to the hospital by her mother. At the hospital, a blood glucose result of 400 mg/dl was obtained on the hospital meter and customer was diagnosed with hyperglycemia and treated with insulin and intravenous fluids. No further information was provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.